Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some medication orders were not populating in pyxis. The technical support specialist (tss) restarted the necessary services on the server and completed initial checks. After that, the specialist found that medications were populating as expected. The same information was sent to the customer; however, there was no response from the customer to proceed with further troubleshooting. The system functioned as intended after the technical support specialist resolved the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medications were not flowing into patient profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.